Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to excessive force by the customer. However, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the lens was cracked on the rigid scope. The issue was found during an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported problem was confirmed. The device evaluation found that the optical lenses (optical fiber) were broken. Objective window found fiber breakage, dents on edge were observed. Outer tube inspection found bent on the outer tube, device was received without inner outer adapters and without protector tube. Communication with the customer to gather additional information regarding the reported event obtained no response. Multiple follow ups were made however, were unsuccessful as no response is received from the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.